Manufacturer narrative:
H2) correction: d10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that an error code for 'linked to arm angle discrepancy', an error code 'linked to robotic arm motor state error' and an error code for 'linked to arm non-recoverable error - robotic arm brake state error' were all observed. The observed 'arm angle discrepancy' error code was due to a collision between two arm carts. As the arm cart was able to calibrate when it was restarted, no further actions were needed. Evaluation of the logs showed that the arm cart assembly experienced errors due to excessive force being applied to the instrument drive unit (idu) along the axis of the z-slide, which triggered an error code for 'linked to subsystem robotic assembly validation - desired vs. Actual', which indicates an external force was detected by the system and a difference in the desired verse actual position of the robotic arm joint 5. This resulted in a non-recoverable error and required the arm cart to be restarted. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to improper preparation. Replication of the collision may occur if the user is did not give enough space to the arm to calibrate. The instructions for use (IFU) states, "always check to make sure the arm has enough room to calibrate, to avoid collisions with staff or other equipment. The instrument drive unit will move halfway down the instrument track, and the instrument track will move 1 - 2 inches in multiple directions during calibration.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the arm cart assembly threw a non-recoverable error. The instrument was removed from the patient and the arm cart assembly was undocked and restarted. The arm cart assembly was able to calibrate after the restart and there were no further issues. The patient's anesthesia time was extended by five to ten minutes while the issue occurred. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, the arm threw a non-recoverable error. The instrument was removed from the patient and the arm was undocked and restarted. The arm was able to calibrate after the restart and there were no further issues. The patient's anesthesia time was extended by 5-10 minutes while the issue occurred. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.